Event description:
It was reported that the procedure was to treat a lesion in the proximal superficial femoral artery. The 7/80 mm x 135 cm absolute pro stent was implanted without issue in the target vessel. Another 7/30 mm x 135 cm absolute pro self expanding stent delivery system (sess) was advanced to be placed distally; however, became caught on the distal portion of the implanted stent. The implanted stent became stretched distally, 2 cm. The sess was removed without issue. A non-abbott stent was then used to treat the distal lesion successfully and to overlap the stretched portion of the implanted stent. The absolute sess that was unable to cross was then used in another section of the sfa successfully. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other absolute pro device referenced is being filed under a separate medwatch MFR number.